Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp.(omsc) for evaluation at this time, therefore omsc could not evaluate the uhi-4. The uhi-4 was returned to olympus (B)(4). (B)(4) evaluated the uhi-4 and found that the user¿s report could not be duplicated. Also there was not any abnormal exterior on the uhi-4, however there was damage on the parts of the pc board inside of the uhi-4. (B)(4) exchanged the parts to new one. The referenced uhi-4 is planned to return to omsc. There were no further details provided. The exact cause of the reported event could not be conclusively determined at this time. If additional information, this report will be supplemented.

Event description:
Olympus was informed that during the adrenal surgery, the pressure of the uhi-4 became abnormally and the patient¿s abdominal cavity got gradually small. The facility changed the uhi-4 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01556 to provide the device evaluation results. The referenced uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, however the main pc board which had been assembled to the referenced uhi-4 was returned to omsc. Omsc evaluated the referenced main pc board in combination with the uhi-4 owned by omsc and found that there was no abnormality and irregularity and could not confirm the user¿s report. Omsc checked the manufacture history of the uhi-4, there was no irregularity found. Also, omsc checked that the error regarding this event was not logged in the referenced uhi-4. However, omsc confirmed that there was damage on the exterior of the high pressure sensor on the main pc board of the uhi-4. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that the unexpected high level electrostatic discharge was attributed to the temporary malfunction of the uhi-4 and/or exterior damage of the high pressure sensor. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.